Event description:
It was reported by the patient that the monitor was no longer receiving power and that when it was plugged into the phone line it disabled the home phones. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that monitor will not power up with the returned power supply. It was also noted that there was a serious component burn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.